Event description:
IV infusion of insulin drip was complete and bag was empty. However, the IV pump did not alarm to signify that the bag was empty. The message said completed. The rn discovered the issue when she went to increase the rate. She found that the bag was empty and the IV pump was flashing with the message: infusion complete. No patient harm. Biomed assessment: the event logs from this device were sent to the MFR for evaluation. The tech at our facility thinks that the pcu (point-of-care) unit had a low battery condition and it was not plugged in at the bedside, resulting in the device turning itself off. However, the logs will be evaluated by the MFR and a report will be generated.